Manufacturer narrative:
(B)(4). Firing trigger teeth. Eval summary: the analysis results found that the atw45 device was received with the firing mechanism damaged and with two reloads present. Reload (a) was received fully fired and with cartridge lockout spring damaged; reload (b) was received unfired. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more info please refer to the instructions for use. No functional test could be performed with the returned instrument due to its condition. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. However, reload (b) was tested for functionality with a test instrument and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a laparotomy procedure, the device remained blocked and could not work, the device would not fire. The procedure was finally performed with a competitor device. There were no adverse consequences for the pt.